Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front right and left bottom corners, the bottom case seal was missing, and there was visible contamination by the l bracket pole clamp and alternating current (ac) receptacle. A review of the event history log (ehl) identified invalid syringe size. During the functional testing the reported issue was able to be duplicated. The root cause was customer induced via fluid ingression into the main body of the pump because of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced complete barrel clamp assembly. Performed power up and syringe test.

Event description:
It was reported that the pump exhibited a fail syringe size sensor. No patient injury was reported.